Event description:
During surgical procedure, the cusa excel console did not function properly. The unit was shut down and restarted. The case was completed and the cusa worked properly. The pediatric male patient had been intubated and sedated at the time of event. There was no delay in procedure. The patient outcome was good. There was no injury to the patient as a result of the event.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. Integra-ls field service engineer was scheduled for a site visit on 12/08/2009. An investigation has been initiated based upon the reported information.